Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for routine follow up. Upon interrogation, the implantable cardioverter defibrillator was found in backup vvi mode. Patient had felt the vibratory alert earlier in the week. Device programming changes were completed successfully. Patient experienced no consequences.